Event description:
The customer reported the machine isn't working correctly - ac power module defective. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module defective. There was no reported pt involvement. The customer confirmed the ac power module was broken. The ac module was replaced to resolve the issue. The ac power module was not available for eval.